Event description:
A report was received that the patient's ipg was heating up. The patient underwent a revision procedure and the physician repositioned the pocket and replaced the ipg as he suspected malfunction. The patient is reportedly doing well.

Event description:
A report was received that the patient's ipg was heating up. The patient underwent a revision procedure and the physician repositioned the pocket and replaced the ipg as he suspected malfunction. The patient is reportedly doing well.

Event description:
A report was received that the patient's ipg was heating up. The patient underwent a revision procedure and the physician repositioned the pocket and replaced the ipg as he suspected malfunction. The patient is reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of getting burning sensation could not be verified. The charge profile indicates that the maximum temperature during charging cycles in the patient¿s body was within normal limits. The working temperature of the device measured about 26 °c, and no surge in temperature was observed. The ipg passed all the required functional tests. This device exhibits normal characteristics.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was heating up. The patient underwent a revision procedure and the physician repositioned the pocket and replaced the ipg as he suspected malfunction. The patient is reportedly doing well.

Manufacturer narrative:
Explanted ipg will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.